Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, set screw could not be fully tightened. Multiple attempts were made but were unsuccessful. Device not implanted. Patient condition is fine after the event.

Manufacturer narrative:
The reported field event of an inability to fully tighten the set screw was confirmed in the laboratory. Visual inspection identified septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.